Manufacturer narrative:
(B)(4). The customer reported asp-low energy. On (B)(6) 2012 the symptom was clarified as the energy delivered was below specification. No pt involvement or impact was reported. The device was evaluated by a philips field service engineer. The symptoms was verified. The high voltage capacitor was replaced to resolve the issue.

Event description:
The customer reported asp-low energy. On (B)(6) 2012 the symptom was clarified as the energy delivered was below specification. No pt involvement or impact was reported.